Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch for report on inform system 1.

Event description:
Customer reported blood glucose results of 41 mg/dl and 38 mg/dl on inform system 1, 53 mg/dl within 10 minutes on inform system 2. Customer reported no patient symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.